Event description:
Manufacturer review of the published article entitled "revision of vagal nerve stimulator (vns) electrodes: review and report on use of ultra-sharp monopolar tip. Child's nervous system, 2010, march 21:online. Ng wh, donner e, go c, abou-hamden a, rutka j." Identified that a vns patient underwent explant of the vns therapy system due to an infection at the chest wall. The vns system was not replaced. Attempts to the author for additional information, and if this event was previously reported, have been unsuccessful to date.